Event description:
On (B)(6) 2022 I purchased natura sanitary napkin(menstrual pads) reg for a very high price (B)(6) at (B)(6) and I opened that package of sanitary napkins around two days ago on (B)(6) 2023 and I noticed that they had a bad odor. They did give me a very bad odor and skin irritation while I used them, because I am a medical professional myself I stopped using them and the irritation went away. Please inspect these napkins and all the menstrual pads that are sold in the american market, because most of those sanitary napkins have bad chemical odors and cause skin irritations and vaginal infections..ect. Why is so? We need more people to inspect them looks like they are sold uninspected at all. Thank you.